Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that customer was admitted to the emergency room; details and nature of hospitalization were not provided. The contact alleged that the reported issues coincided with the patient having an inaccurate continuous glucose monitor sensor reading, and the pump adjusting the patient's insulin. The allegation could not be confirmed. Multiple contact attempts were made by tandem technical support to obtain additional information regarding the issue; however, no response was received from the customer.